Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during the initial drain, while the hp was connected. The patient line extension was not attached to the patient line prior to priming. Also, the patient line was not primed properly prior to initiating the therapy. The technical service representative (tsr) had the hp cycle the power on the hc in order to clear the alarm. The tsr advised the hp to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.